Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u reporting detailing the results of the eval.

Event description:
A report was received that stated a nurse received a needle stick. At the conclusion of the blood draw, the needle was removed from pt. The nurse attempted to engage the needle cover and received a needle stick injury. No info has been received regarding any medical treatment to the nurse; labs were drawn.